Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, coronary artery disease, hypertension, diabetes, prior stroke. Complications reported included death, heart failure, prolonged hospitalization, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "tricuspid valve transcatheter edge-to-edge repair in patients with cardiac implantable electronic devices" was reviewed. The article presented a retrospective multi center study, to evaluate procedural and clinical outcomes of t-teer in patients with cied leads in a real-world cohort. Devices mentioned include mitraclip, triclip, and non-abbott device. The article concluded that t-teer is safe and effective in selected patients with transvalvular cied leads. Effective tr reduction remains prognostically relevant, even in this high-risk real-world population. [The primary author and corresponding author was christos iliadis at department of cardiology, heart center, university of cologne, cologne, germany institution with corresponding email christos.iliadis@UK-koeln.de]. The time frame of the study was january 2016 to december 2024. A total of 3,025 patients were included in this study, of which an unknown amount received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation, coronary artery disease, hypertension, diabetes, prior stroke cn-341005, unk mitraclip intra-, peri- and post-procedural complications included death, heart failure, prolonged hospitalization, single leaflet device attachment cn-341006, unk triclip intra-, peri- and post-procedural complications included death, heart failure, prolonged hospitalization, single leaflet device attachment.